Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (bg) levels of up to 528 (mg/dl) and diabetic ketoacidosis on (B)(6) 2016. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.